Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond.   A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The distal tip would articulate without issue. A guidewire and a spybite were passed through the working channel without issue. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the last part of the proximal end of the working channel sleeve appeared to be attached to the pebax. The working channel sleeve did not fall out and the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the small white area on the proximal end of the pebax and the faint working channel sleeve braid imprint throughout the pebax region.   The complaint was not consistent with the reported event that the image quality was poor, followed by image loss, however, it was found that the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion was most likely, due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is operational context.  A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the spyscope image became multi colored and then the image was lost. Reportedly, there were no visible damage with the device. The procedure was completed with another spyscope digital access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.